Manufacturer narrative:
The customer¿s report of the device continually alarmed "check IV set" was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. The set¿s roller clamp was received in the closed position. No abnormalities were observed on the set during visual inspection. Functional testing showed no anomalies. The root cause of the customer¿s reported alarming was not identified due to the inability to reproduce the event during functional testing.

Event description:
It was reported that the device continually alarmed "check IV set" during a dialysis replacement fluid infusion infusing at a rate of 75ml/hour. The nurse stated that once the device alarmed, it would stop the infusion and not allow the nurse to perform anything else. The device was exchanged and the issue continued. Eventually, the nurse found that the infusion would infuse with lesser alarms when using the basic infusion function vs. Using the replacement fluid guardrail. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device continually alarmed "check IV set" during a dialysis replacement fluid infusion infusing at a rate of 75 ml/hour. The nurse stated that once the device alarmed, it would stop the infusion and not allow the nurse to perform anything else. The device was exchanged and the issue continued. Eventually, the nurse found that the infusion would infuse with lesser alarms when using the basic infusion function vs. Using the replacement fluid guardrail. The customer further stated that there were no adverse effects caused to the patient from the event.